Manufacturer narrative:
Investigation revealed that a tolerance stack-up condition could produce interference fit between the blade and the handle. A corrective action was implemented and revisions to the drawings and manufactured parts was completed. A follow up report will be filed if necessary.

Event description:
Facility alleges that the blades are difficult to load onto the handles. No injury or death occurred.